Event description:
The clinician reports the implant was inserted (B)(6) 2019 in ada 13. Details of surgery: ridge augmentation. On (B)(6) 2021, loss of osseointegration was verified. Patient presented with fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: mobility. No further patient complications were reported.